Event description:
Baxter (B)(6) reported the customer connected a yume set to a solution bag by use of a clean flash. The customer used the handle, and the clean flash and the table got wet. The patient confirmed the clamp was closed. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.